Event description:
It was reported that the customer experienced a blank display on her insulin pump. The customer's mother explained that the insulin pump would shut off without any alert. The customer's mother stated that the customer received a replacement battery cap the week prior and that it helped the issue for a few days. However, the issue persisted after those first few days. The customer's blood glucose was 238 mg/dl. The customer's mother confirmed that there was no moisture damage on the insulin pump but that there was a crack to the left of the lcd screen. The customer was unaware of how the damaged occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received blank display due to corroded battery tube contact. The following cosmetic damage was noted on the device: cracked case at the display window corners, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.